Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. The pump powered up properly after insertion of the battery. No unexpected pump error 23, no unexpected pump error 23 alarms during testing however, pump error 23 alarm (line number = 691; file number = 39) is found in the formatted history file on (B)(6) 2024 16:03:52.000 due to a software error. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly noted. The pump was received with minor scratches on lcd window, battery tube threads-cracked, cracked case-corner of belt clip rails and scratched case. In summary, customer alleged pump error 23 not confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884l was requested and device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.